Event description:
The facility reported an infusion pump with a failure code 12:303. The facility's rep stated that no pt incident have been reported on this pump since the last baxter service event. It is not known if the reported event occurred while infusing on a pt.